Event description:
It was reported that the user experienced a low blood glucose event during a call and had already taken oral glucose tablets; the event was discussed as likely related to an overcorrection following a prior leaking cartridge case. Symptoms included hypoglycemia. Outcomes included the need for oral glucose treatment without hospitalization. Investigation included troubleshooting and education focused on avoiding overcorrection and not pausing the ilet to prevent glycemic variability. Investigation of this case revealed that the cause of the hypoglycemia remained unclear despite the suspected contribution of a previously leaking cartridge case. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.